Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. E1: phone number is (B)(6).

Event description:
It was reported that, after an external fixation surgery was performed where a tsf was placed, one (1) smart fx ID bands + caps (6+6) broke and came off, however a piece of plastic was left in the strut and prevented a replacement. Now, callus had started to form properly, so, this did not cause any pain to the patient but did caused anxiety due to the previous similar experience. This was solved by putting the broken smart fx ID bands + caps (6+6) back and quickly taped it as protection. Current health status of the patient is unknown. No further information is available.